Manufacturer narrative:
Date of postoperative infection development is unknown. This report is for one (1) unknown 2.7mm cortex screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot numbers for 2.7mm cortex screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 the patient underwent removal of the locking compression plate (lcp) posterolateral distal fibula plate and six screws on the right ankle due to infection. Removal took place 5 months after implantation on (B)(6) 2018, one (1) lcp postlat distal fibula plate, two (2) unknown 3.5mm cortex screws, three (3) unknown 2.7mm locking screws and one (1) 2.7mm cortex screw were removed. There was no surgical delay reported. Patient surgery was successfully completed. This report is for one (1) unknown 2.7mm cortex screw. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.